Manufacturer narrative:
Incidents of this nature are rare based on the number of units manufactured and sold. A review of the complaint history did not reveal any other incidents of this nature with this lot of blades. The processes have been designed to insure that the occurrence of any defect is infrequent. Each process is continually monitored through inspections of samples to ascertain that the process is in control. Broken scalpel blades occurring as a result of a surgical procudure can typically be attributed to the blade being bent beyond its physical properties. Blades are routinely checked for hardness and ductility.